Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient¿s implantable cardiac monitor exhibited false tachycardia episodes due to oversensing. Device reprogramming successfully resolved the oversensing. Patient remained asymptomatic.